Event description:
During routine testing of the device at the service center, the service technician reported that the venous blood parameter probes failed the standard reference sensor test. Since the event occurred during routine testing, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.